Manufacturer narrative:
(B)(4). The customer reported that the battery was completely depleted and that the battery has been discarded. Neither the customer's device nor the battery were returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator and the device would not power on. The battery was prematurely depleted. There was no patient use associated with the reported issue.